Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to confirm the reported event. The initial report description describes installation of a non-enhanced led upgrade on the microscope by a representative from the customer site (not by a company representative). The dovetail was replaced by the company representative to address the issue. However, the representative mentioned they attributed the initial reported issue to a ¿user error.¿ the system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed there were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to use error. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during retinal detachment surgery, the biom (binocular indirect ophthalmoscopy microscope) attachment detached from the ophthalmic microscope head. The attachment had been secured with only two pieces of adhesive tape, which failed to maintain stability. The surgery was completed on the same day, and the biom attachment remained in place throughout the entire procedure, with no harm to the patient.